Manufacturer narrative:
H.6. Investigation summary: bd received 50 samples and 1 photo for investigation. The photo shows unused tubes so the indicated failure mode for poor barrier separation with the incident lot was not observed. Additionally, the customer samples were evaluated by functional testing and the indicated failure mode for poor barrier separation with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. The following fields were updated due to additional information: d9: device available for evaluation:  yes. D9: returned to manufacturer on: 19-oct-2023.10

Event description:
Report 1 of 2. It was reported that while using bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin, two patient samples from the same patient had poor barrier separation. No patient impact reported. The following information was provided by the initial reporter: "customer reports at least 4 incidents with poor separation tubes were the gel moves to the top and the separation of serum is not achieved. Lot#: 230507. Has the issue presented on every tube? Unknown. Likely no. Did the specimen(s) need to be recollected? Yes. Did exposure to blood/ bf occur? No. How many tubes have you seen this occur with? 4 tubes 2 patients."

Event description:
Report 1 of 2 it was reported that while using bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin, two patient samples from the same patient had poor barrier separation. No patient impact reported. The following information was provided by the initial reporter: "customer reports at least 4 incidents with poor separation tubes were the gel moves to the top and the separation of serum is not achieved. Lot#: 230507. ¿ has the issue presented on every tube? Unknown. Likely no. ¿ did the specimen(s) need to be recollected? Yes. ¿ did exposure to blood/ bf occur? No. ¿ how many tubes have you seen this occur with? 4 tubes 2 patients".

Manufacturer narrative:
The manufacturing location for this product is sekisui. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.